Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced postoperative complications. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or alleged post-op complications were caused or contributed to the use of the 3dmax light mesh. The article concluded that the 3dmax light mesh applied in laparoscopic inguinal hernia repair has such advantages as a shorter operation time, lower hospitalization costs, and fewer complications and reduces patients' short-term chronic pain after surgery. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Pain, infection, and seroma formation are clinically understood potential complications of surgery/use of the device and are identified in the instructions-for-use provided with the device, as possible complications. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note, the date of event (01-feb-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "comparison of the effects of a lightweight 3d max patch and an ordinary patch in laparoscopic inguinal hernia repair". This study was conducted with 142 patients (131 males and 11 females) with uncomplicated inguinal hernia, underwent abdominal preperitoneal patch implantation between february 2013 and january 2016 in qinhuangdao cerebrovascular disease hospital by the same surgeon. These patients were randomly divided into a lightweight 3d max mesh group (n=80) and ordinary mesh group (two-dimensional planar polypropylene patches) (n=62) according to the mesh materials used. Patients with lightweight 3dmax did not have any hernia recurrence. Patients who were implanted with lightweight 3dmax patch, had complications such as, superficial surgical site infections (1), seroma (6), arrhythmia (1), urinary retention (6), readmission (1) and pain and restriction of mobility. The article concluded that the lightweight 3d max patch applied in laparoscopic inguinal hernia repair has such advantages as a shorter operation time, lower hospitalization costs, and fewer complications. The lightweight 3d max patch reduces patients' short-term chronic pain after surgery. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.